Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the patient had a dialysis catheter inserted on (B)(6) 2016. On (B)(6) the patient had stem cell apheresis without any complications. The patient was moved back to the ward. Bandage applied by apheresis personnel, no infusions connected. Reduced general condition and dyspnea in the meantime. While in ward, station personnel found a bleeding and broken cvc extension line. During deep inspiration (inspiration after the patient having coughed) noise of air aspiration was audible. The cvc extension line was pinched off immediately, no aspiration possible due to no longer available luer-lock. (B)(6) was contacted but there, too, no additional therapy options were available. Respiratory deterioration in the further course, reanimation frustrane. Patient death was reported. Additional information was requested.

Manufacturer narrative:
Qn#(B)(4). Additional information: follow up information states the patient was diagnosed with lymphoma. No drugs were administers through this cvc; the cvc was used for peripheral stem cell transplantation. Anatomical insertion site was left jugularis. The cvc was placed in the anesthesia department but it is not known who perform the placement. Also, it is not known where the event occurred since the therapy was at another department and they noted the bad conditions of the patient after his return. At that time it was noted the extension line was separated from the blue extension hub. The responsible doctor confirmed that the patient was deceased due to non-natural death. Therefore they could not provide further information about this event. He referred to the investigating public prosecutor. The involved product and lot number is not known. It is assumed that the product number is de- 15123-uksh but in fact the product number is still not known. Other remarks: device evaluation: complaint verification testing could not be performed because no sample was returned for evaluation. The device history records for the catheter were reviewed with no evidence to suggest a manufacturing related cause. A risk evaluation was preformed. The probable cause of the patient experiencing an air embolism following use of a cvc catheter could not be determined based upon the information provided and without a sample. No further action will be taken.